Event description:
The patient reported that he experienced separation of the infusion set tubing at the luer-lock connection on four different occasions during the past month. The initial incident occurred "three or four weeks ago". Subsequent incidents occurred in 2007, six days later and three days later. During the occurrence on the original day, the pt experienced a high blood glucose reading of 505 mg/dl. He reported his "normal" blood glucose level to be 100 mg/dl. To correct the elevated blood glucose level, the pt replaced the infusion set tubing and administered a bolus of insulin using the infusion device. He reported detecting the occurrence on original day due to his elevated blood glucose level. The other three occurrences were detected by visual inspection. The patient did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.